Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while tpn was infusing the tubing was leaking and occluded, but the IV was able to be flushed when disconnected. There is no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of an occluded tubing was confirmed. The report of leaking was not confirmed. The set was visually inspected and no damage was observed. During functional testing fluid flowed past the filter and stopped about 1.5 inches distal to the filter, confirming an occlusion within the distal 4¿ of the set. Inspection under magnification revealed a visibly occluded section. No leaking was noted. The root cause of the occlusion was identified as excessive solvent having been applied during the manufacturing process. The root cause for the reported leak was not identified.